Manufacturer narrative:
A review of lumenis service records found that the subject device had been serviced for preventive maintenance by lumenis on 09/16/2011, within the timeframe recommended by the device manufacturer for annual service. Subject device malfunction is not the suspected cause of the event reported. A medical doctor and lumenis medical subject matter expert completed an investigation of the event reported and concluded "after review of the operative notes as well as photographs provided to me it is my opinion that this adverse effect from active and deep fx treatment does not represent a problem with the lumenis laser. The settings used on the [patient] were very excessive and not within any recommended set of parameters presented in the peer- reviewed medical literature or by lumenis. In addition, there appears to be excessive overlap on delivering the laser pulses. There may also be post-operative care deviations from "standard of care" and even a post-operative infection that contributed all or in part to the adverse effects. But, even if the post-op care was perfect and there was no infection, this is an example of non-specific thermal damage from using improper technique by the treating physician." Date of event occurred almost a year ago.

Event description:
It was reported by a patient in voluntary medwatch (B)(4) that following treatment with a lumenis ultrapulse laser they sustained ¿serious pigment damage and scarring on the entire chest, shoulders and full arms.¿